Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime anomaly noted during testing. Device had minor scratched lcd window, no cracked lcd window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 180 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to backup plan. The insulin pump will be returned for analysis.